Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and beep anomaly. The customer¿s blood glucose was 100 mg/dl at the time of incident. Customer stated that the insulin pump had a high pitched noise and the buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing even with new battery. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm and frozen screen noted during testing. No time clock anomaly noted. Insulin pump passed displacement test and self test. Insulin pump was tested with no audio/beep anomaly noted.